Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 162 to 540 mg/dl range at the time of the incident. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer was taking steroids and their blood glucose was going up within 30 minutes of taking them. The customer also mentioned being insulin resistant and that they had not been trained on the pump. The insulin pump will not be returned for analysis.